Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and failed specifications for leak and cut. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 26.9 c. Free run testing for 3 minutes resulted in a maximum temperature of 32.4 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 34.2 c.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.